Event description:
The venous hub broke completely off the catheter where the connector joins the catheter tubing. This happened just prior to dialysis with no patient injury, no air embolus. Catheter was short term anyway and was removed. Reported by dialysis unit.